Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus. However, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A faulty printed circuit board was discovered and caused the reported failure. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that while preparing for a procedure, he powered on his olympus high flow insufflation unit and the screen immediately went black. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the screen became pitch-black at the time of start-up due to a faulty printed circuit board. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained regarding the reported event.

Event description:
Additional information was received which confirmed the reported event occurred during preparation for use. The name of the procedure was unknown and the procedure was completed using a similar device.